Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0l8cf, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were seeing the turn stim on screen when trying to increase. They stated they were planning to have surgery as the healthcare provider thinks the wire was misplaced. They stated they had been soaking the bed. They were able to sync with the patient programmer on the call and it showed stimulation was off. They reported they were set to program 2 at 5.2v. They were walked through turning stimulation down and back on, they then reported that program 2 at 2.4v was strong and they wished to stay at that level. When asked if their symptoms could be due to their pump, they stated no, it was because they were using the patient programmer wrong. Therapy considerations were reviewed, they were redirected to their healthcare provider if the issues didn't resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated when she tries to increase stimulation past 4.5 it won't increase. The patient connected with her programmer and therapy was off. The patient turned stimulation back on and adjusted stimulation down to 3.8. The patient stated she has been soaking the bed and urinating all over the place - since 2018 about 6-8 months ago was not sure how long her ins has been off. There were no further symptoms or complications reported or anticipate.